Manufacturer narrative:
Event was reported to have occurred on an unreported date two months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug infusion (dose and frequency not reported) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was continued during treatment. No additional information could be provided as the reporter declined follow up.